Event description:
A (B)(6) male pt underwent aaa and left and right cia aneurysm repair on (B)(6) 2011. The pt's anatomical form was not suitable for the endovascular repair; an inverted funnel shape (20mm to more than 23mm) at proximal side, diameter of aaa --- 48mm, diameter of the right ciaa --- 34mm. The procedure was conducted as labeled. Since it was difficult to conduct a procedure for ciaa, zenith was used. (Act: 137). The right iia was coil-embolized, and a long type of iliac leg was placed up to the right eia. The left iliac leg was placed not to cover the left iia. The final confirmatory angiography showed: a type iii endoleak from a pin hole at proximal side. A main body extension was additionally placed, then the endoleak was resolved. A distal type I endoleak from left iliac leg. An iliac leg was additionally placed, then the endoleak was resolved. A type IV endoleak from the right iliac leg. The physician decided to take a wait-and-see approach. There have been no pt's outcome reported.

Manufacturer narrative:
No pt outcome was provided by the reporter. Endoleaks are labeled in the IFU. Event eval: still under investigation.